Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the kit and ampules with a potentially relevant finding. For material # k-07900-001 (lidocaine w/epinephrine 5 ml), lot # 23p19l0082, according to incoming inspection records, 1 of 315 ampules were observed broken in a batch of 19200. This is outside of the parameter for this defect. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample.

Event description:
It was reported that 2 kits from same lot with broken vials. The reporter was unable to locate the kits at time of report.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 kits from same lot with broken vials. The reporter was unable to locate the kits at time of report.